Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart before and after a battery change. Customer does not recall any significant events leading to the error. Customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting found that there were alarms in history and customer was able to rewind. Customer was advised to monitor pump and call if any further issues persist.